Event description:
Pt pulled on IV. Nurse found IV disconnected, and needle plugged into heplock had broken off. Needle found inside heplock; IV reconnected and site appeared patent with IV infusing appropriately.